Event description:
It was reported that the device was kinked upon recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, but it was too proximal. The physician fully recaptured the closure device and at that time it was noted that the wds and was were kinked. The wds and was were replaced with new ones of the same size. The procedure was continued and was successfully completed with the new closure device being implanted in the laa of the patient. There were no patient complications that were reported to have occurred.